Manufacturer narrative:
Upon evaluation of the device, the complaint could not be confirmed. No anomalies were noted during visual inspection or performance testing. Even though the issue could not be confirmed, this most likely occurs due to abnormal interaction between the seal rotor and stator surfaces. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Event description:
The user facility reported to terumo cardiovascular systems that prior to a cardiopulmonary bypass surgery, during setup, the centrifugal pump squealed. The product was changed out. The surgery was completed successfully. No patient involvement as this occurred during setup.